Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The patient went through "utter hell" when the pump quit working.

Event description:
It was reported that multiple pump motor stalls occurred and were confirmed by the event logs. The event logs were read and the first motor stall occurred on (B)(6) 2015 at 7:02 with recovery at 19:29 on the same day. The motor stall recovered after more than 2 hours. The second motor stall occurred on (B)(6) 2015 at 7:25 with no recovery noted. There was a stopped pump may exceed tube set message on (B)(6) 2015 at 7:25. The patient experienced flu-like symptoms including nausea, vomiting, and dehydration over the weekend of (B)(6) 2015 and was hospitalized. There was no magnetic resonance imaging (MRI) or magnets involved. A volume discrepancy was also observed where the expected residual volume (erv) was 15ml and the actual residual volume (arv) was 0ml. The cause of the discrepancy was not specified. No diagnostic testing or troubleshooting was required. The product issue was not resolved. The pump was explanted and replaced on (B)(6) 2015. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.